Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered floating inside two (2) exactamix eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as plastic and was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One actual and one companion sample were received for evaluation. Visual inspection on the returned samples revealed white particulate matter (pm) inside the fluid pathway of both samples. The pm was further analyzed and described as colorless and elongated. One pm was determined to be polyvinylchloride (pvc). The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.